Event description:
It was reported that cartridge did not fully snap into pump and customer stopped pump. There was no reported impact to the customer¿s blood glucose level. Customer used manual insulin therapy as backup insulin, then contacted technical support, inspected pump and pneumatic area for damage or debris. Customer was able to change the cartridge and resume insulin therapy.